Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that middle button on insulin pump was not responding. Customer experienced low blood glucose of 2.9 mmol/l. Customer stated that customer tried to take the battery out but the issue has been for a longer time and it was getting worse. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, or self test due to unresponsive keypad. Cannot be seen when programing a basal due to unresponsive keypad.